Event description:
It was reported that while stimulation was turned on stimulation was intermittent. The stimulation was in the wrong location. Depending on position, the pt reported feeling stimulation anywhere from across his low back down his buttocks and even upper right abdomen and rib area. This occurred following a CT scan. The device remained on during the CT scan. The CT was done since the pt was suffering pneumonia. Current impedances were normal: 0,1 733; 0,2 839; 0,3 839, 1,2 730; 1,3 843; 2.3 733. It was reported that shocking or jolting occurred following a position change. It was reported that impedances were done again and readings of >4000 ohms on some of the bipolar pairs were measured. An x-ray was taken. The pt was seeking an add'l consult to check for lead migration.

Manufacturer narrative:
(B)(4).